Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient requested MRI guidelines. They stated that in (B)(6) 2016, they were driving when they lost their vision and got in an accident. The patient noted this event was not related to their device or therapy. However, the patient mentioned that in the last 3 days prior to the report, they noticed ¿a pop¿ from their implantable neurostimulator (ins). They stated their ins is catching on a muscle. The patient was advised to follow up with their healthcare provider. No patient symptoms were reported. The patient was implanted for chronic low back pain and spinal pain.

Event description:
Additional information was received from the patient reporting that they spoke to their associate physician of the doctor who set-up and monitored their surgery and was their follow-up doctor, but they told the patient to contact the manufacturer about their isses of their ins catching on their muscle and noticing "a pop". The patient reported that the doctors in the office where the arrangements were made, did not want the responsibility of the unit or want to deal with the problems the patient was having. The patient also reported that they had additional symptoms occurring when they had to charge the device. It was reported that when they charged the device their buttock muscles got very tender and felt like they were bruised from the inside out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.